Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), the presence of pump thrombosis was unable to be confirmed. However, internal driveline wire fatigue was confirmed that would have contributed to the previously reported pump stops. A specific cause for the patient's elevated lactate dehydrogenase (ldh) and hematuria could not be conclusively determined, and a direct correlation between the heartmate ii lvas and the reported event could not be conclusively established. A review of the submitted log file from 17sep2020 through 05oct2020 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing, and the distal portion of the driveline, measuring approximately 40¿, was returned with the controller connector. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the blood-contacting surfaces of the pump revealed no evidence of laminated or denatured depositions or thrombus formations. Microscopic examination of the driveline wires revealed damage to the black wire insulation and conductors approximately 13.5¿ from the pump housing. Damage to the brown wire insulation, exposing the conductors, was noted at approximately 11.75¿ from the pump housing. Damage to the black and brown wire insulation, exposing the conductors, was noted at approximately 9.25¿ from the pump housing. There was no other evidence of any other breaches to the wire insulation or damage to the underlying conductors. Although a specific cause could not conclusively be determined, the wire insulation breaches and conductor damage appeared consistent with fatigue due to repetitive flexing and abrasion with the metal braided shield. Of note, the damage appeared to be near the exit site and proximal to the exit site. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, which confirmed the insulation breaches in the brown and black wires. No other areas of compromised wire insulation were identified. Evaluation of the returned driveline confirmed damage that would have contributed to the previously reported pump stops while the device was connected to a grounded power source (related manufacturer report number: 2916596-2020-04764). If either of the exposed conductors from the brown or black wires contacted the metal braided shield while the device was connected to a grounded power source, a short-to-shield event would have occurred. The relevant sections of the device history records for (b)(6 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23jan2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, bleeding (perioperative or late), and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange from 2017 was reported in related manufacturer's report # 2916596-2017-00826. Patient's recent short to shield event was reported in related manufacturer's report # 2916596-2020-04764. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient. In the emergency department, the patient presented with dark urine, lactate dehydrogenase (ldh) 1600 u/l, 3+ blood on urinalysis, and there were some flow and power spikes noted on interrogation concerning for pump thrombosis. The patient was admitted on (B)(6) 2020. The patient was status post heartmate ii initially implanted in 2015 with exchange in 2017 for short to shield. The patient was recently admitted with more short to shield alarms. During the log file review it was noted a low battery advisory and hazard events due to normal battery depletion occurred. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The pump parameters trending typically was not suspect of pump thrombus. It was reported through patient product that the patient underwent pump exchange on (B)(6) 2020, from heartmate ii to heartmate ii. It was reported that the device will be returned to abbott in the near future for analysis. It was reported that the patient was adequately anti-coagulated during this event and no changes to patient condition or status contributed. There were no changes to pump parameters, but the patient had a recent short to shield with multiple pump stops. Patient's peak ldh pre-exchange was 1772 u/l.